Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited low impedance, noise oversensing, sensing decrease anomaly, and high capture threshold; episodes of ams were observed as a result of the lead noise oversensing. It was noted that the patient did not experience an adverse event as a result. Programming modifications were performed successfully.

Manufacturer narrative:
Correction: event date was erroneously omitted in initial medical device report; should include event date of (B)(6) 2017.